Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The healthcare professional called to report a left side rupture. Healthcare professional later reported left side capsular contracture baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings on radius side assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
The healthcare professional called to report a left side rupture. Healthcare professional later reported left side capsular contracture baker grade ii. The device has been explanted and replaced.